Manufacturer narrative:
As reported,the 3dmax light mesh had a weak point and led to a hole when trying to insert it through the trocar. The subject device has been discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4) released for distribution in oct, 2022. Regarding the deployment of the 3dmax, the instructions-for-use states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force".

Event description:
As reported, a 3dmax light mesh was being used during a laparoscopic procedure. It is reported that intraoperatively, it became apparent that there was a weak point in the mesh, and this led to a hole when trying to insert it through the trocar. It was reported that another 3dmax light mesh was used to complete the procedure. There was no reported patient injury.